Event description:
Rptr had 7 augmentations from 1974 to 1990. Side effects included infection, rupture, chronic pain and fatigue, chronic inflammation, speech and vision problems, discharge from nipple, human adjuvant disease, fibromyalgia. According to a medical and neurologic evaluation 1/30/95: pt reports being in her usual excellent state of medical, neurologic, and psychiatric health when she consulted the dr for cosmetic augmentation mammoplasty with insertion of bilateral silicone gel implants. She developed some immediate decreased sensation in the nipples, which with time changed to a mild hypersensitivity. Otherwise, there were no immediate complications from this surgery. However, one week later, pt was involved in an automobile accident. She immediately developed burning pain in her breasts, and implants were knocked into new positions, with one obviously at a different level than the other. No immediate reconstruction was attempted, with the hope that with time implants would relocate to a better position on their own. However, instead, both implants hardened markedly, especially on the right, and did not improve in placement. Due to the unacceptable hardening and placement, pt was reoperated in 1975, with findings of bilateral implant rupture. New implants were placed at that time. Shortly thereafter, both implants hardened, especially on the right, and several closed capsulotomies were performed, which eventually softened the left implant, but could not effectively soften the right one. In 1978, the right implant and extensive scar tissue were removed and a new implant placed on the right. This implant again markedly hardened and was replaced again in 1979, 1982, and 1982, with severe re-hardening and pain each time. Stinging and burning pains in the chest and breast areas persisted. Between 1985 and 1990, there was again severe re-hardening on the right "like a rock." In 1990, pt had both implants removed and new implants placed. In addition to the hardening, pt developed a right nipple discharge from the late 1970s up until the 1990 surgery. With regards to the medical conditions and characteristics outline of definitions and classification criteria to the global resolution of breast implant claims, the pt initially met at least five criteria for category atypical connective tissue disease/atypical rheumatic syndrome/non-specific autoimmune condition by 1975. She has manifested the following criteria: polyarthralgias, polymyalgias, immune mediated skin changes, pulmonary symptoms with frequent upper respiratory infections, memory and concentration problems, headaches, panic attacks, paresthesias, and hemifacial spasm, chronic fatigue, alopecia, sleep disturbances, sustained balance problems, easy bruisability, colitis/irritable bowels, persistent low grade fever, persistent drenching night sweats, burning breast and chest pain with breast disfigurement. Chronic inflammatory changes. (*) (also see 1008265, 1008266, 1008267).